Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the subject device gave error e101 which indicated the temperature error of the subject device. Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the fan. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the wear of the fan due to repeatedly use for a long-term use. There was the possibility that the wear of the fan might cause the failure of the fan, then the insufficiently ventilation might occur and the temperature inside the subject device might increase, consequently temperature switch of the subject device might activate and the error e101 might occur. If additional information becomes available, this report will be supplemented.